Event description:
It was reported that multiple oversensing episodes were noted. The patient received inappropriate shock. Suspected lead failure. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the distal tip measuring 44.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.